Event description:
On (B)(6) 2009, the sales representative reported that a pathfinder rod caliper ii was noted to be missing a pin. The representative is not sure whether the pin was dislodged during surgery or the washing process afterward. This malfunction has been associated with an adverse event in the past. There was no surgical delay or harm to the pt.

Manufacturer narrative:
Device is an instrument and not implantable. Requests have been made for return of product. Device manufacture date is unk. Requests have been made for return of product.